Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from may 25, 2020 - may 26, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear clips of nine (9) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags would not close properly. It was further reported that pliers were used in order to close them. This issue was identified during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information to b5. B5: the quantity of the affected product is twenty (20), previously submitted as nine (9). Should additional relevant information become available, a supplemental report will be submitted.